Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper line and lock line break, premature deployment, device operates differently, mechanical jam (clip close inability) and entrapment of device or device component (clip caught on chordae) could not be replicated in a testing environment as the clip was not returned and as these events are related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definite cause for the reported break (gripper line removal), break (lock line removal), mechanical jam (clip close inability) and could not be determined. The reported device operating differently than expected and premature deployment appear to be related to the cable break and the mechanical jam. The reported entrapment of device or device component (clip caught on chordae) appears to be related to procedural circumstances as the clip got caught in the chordae while steering down the mitral valve. The reported foreign body in patient was a result of operational context as the clip remained caught in the chordae and attempts to retrieve it were not successful, and additionally, part of the broken gripper line and lock line remained in the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided. During the procedure, the gripper line and lock line broke during removal. The lines were not cut. A portion of each line remains in the anatomy. On (B)(6) 2018, the patient developed cardio-renal syndrome, treated with dialysis and was re-hospitalized. On (B)(6) 2019, the patient died of causes related to the cardio-renal syndrome. Per the physician, the cardio-renal syndrome and death are not related to the implanted mitraclips or mitraclip procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the premature clip deployment and device components left in the patient anatomy. It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). During the procedure, the xtr clip delivery system (cds) was advanced into the anatomy. As the device was steered down to the mitral valve, the clip caught in the chordae and became inverted. Attempts were made to remove the clip from the chordae, but the clip could not be removed. Attempts were made to close the clip, but the clip could not be closed. No attempts were made to deploy the clip; however, the clip detached from the cds and remained caught in the mitral valve structure. An attempt was made to remove the clip by pulling the gripper and lock line, but the clip could not be removed. No resistance was noted during removal of the gripper and lock line; however, the physician chose to cut the lines, with a portion of each remaining in the anatomy. Two additional clips were implanted to stabilize the detached clip and mr was reduced to grade 1. No additional information was provided.